Manufacturer narrative:
The following sections were corrected based on the additional information received: b5, h6 clinical codes, device codes. Additional information indicated postoperative CT aortogram revealed a probable 'left ventricular outflow tract ca aneurysm'. The patient was unstable 1 day post procedure and required a pigtail drain. Based on the stability of the patient and the paucity of clinical data in the literature, it was determined to initially adopt a 'wait and watch strategy'. However, after a number of repeat CT aortograms, the small false aneurysm appeared to be growing significantly. One month, post procedure the valve was explanted and the large rupture in the aortic annulus was repaired. An aortic surgical valve was implanted. During the surgery was detected that the aorta was quite inflamed. There was an apparent large vertical rent in the aortic annulus below the left main but near the left and right aortic commissure. This was somewhat protected due to the absolute frank free rupture by the infundibulum. The patient recovery was fairly steady and relatively uncomplicated. The pathology examination results suggested an inflammatory response and the possibility of endocarditis was raised. The decision was made to give 4 weeks of intravenous antibiotics to prevent the infection complicating the recent surgery. Endocarditis has not been confirmed through cultures or pathology. No more information could be obtained. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported aneurysm / rupture could not be determined. Investigation results suggest, in addition to the procedure itself, patient factors (age - 77 years, valvular calcification) may have contributed to the aneurysm / rupture and subsequent sapien 3 valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in australia and by the edwards implant patient registry, one month post implant of a 29mm sapien 3 valve in the aortic position, the valve was explanted and an aortic surgical valve was implanted. During the explantation, a large rupture in the aortic annulus was confirmed and was repaired. An edwards surgical valve was implanted. The patient recovery was fairly steady and relatively uncomplicated.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6) and by the edwards implant patient registry, one month post implant of a 29mm sapien 3 valve in the aortic position, the valve was explanted and an aortic surgical valve was implanted. The reason for the sapien 3 valve explant was not provided. No further information is available at the time of the report.